Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, pump errors and cosmetic damage. The customer¿s blood glucose level was 4.6mmol/l at the time of the incident. The customer stated that the insulin pump alarmed pump errors and they did not clear with esc/act or by removing the battery. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and notes do not mention if pump was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no low battery alert, watchdog timeout alarm, unexpected restart error or external ram crc error alarm noted. Drive support cap was inspected and no anomaly was noted. Pump received with corroded battery tube and missing end cap sticker noted.